Event description:
On 4th october 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, corrosion has built up on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code, (B)(6) e1i event site telephone, (B)(6) h3 other text : device not returned to manufacturer.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00841) is a duplicate of the issues reported under manufacturer¿s reference numbers: (B)(4) (report number: 9710055-2023-00790), (B)(4) (9710055-2023-00844) and (B)(4) (9710055-2023-00845). Therefore, the issue is evaluated further under above-mentioned manufacturer¿s reference numbers.

Event description:
Manufacturer's reference number (B)(4).